Manufacturer narrative:
Citation: abdelghani m et al. Coronary access after tavr with a self-expanding bioprosthesis: insights from computed tomography. Jacc cardiovasc interv. 2020 mar 23;13(6):709-722. Doi: 10.1016/j.jcin.2020.01.229. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a literature article regarding the use of multi-slice computed tomography to investigate potential interference of the transcatheter aortic valve (tav) frame with coronary access after transcatheter aortic valve replacement with the evolut r and evolut pro. All data were collected from a single center between october 2015 and june 2019. The study population included 101 patients and was predominantly female with a mean age of 82 years. All patients were implanted with the medtronic evolut r (84) or evolut pro (17). No serial numbers were provided. Among all patients, adverse events included: tav-in-tav implantation (during the same procedure or due to tav degeneration); coronary angiography performed due to non¿st-segment elevation myocardial infarction (type 2) or angina/heart failure symptoms (dyspnea, left ventricular dysfunction/failure, or regional wall motion abnormality); and valve malposition (shallow or deep implant/possible coronary access interference from the valve commissural post or sealing skirt). One evolut r patient underwent percutaneous coronary intervention for a known left anterior descending coronary artery lesion. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.